Manufacturer narrative:
Batch review performed on 27 january 2026 lot 2013288: (B)(4) items manufactured and released on 18-march-2021. Expiration date: 2026-03-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Lot 2013288a: (B)(4) item manufactured and released on 21-feb-2025. Expiration date: 2030-02-10. No anomalies found related to the problem. Clinical evaluation a revision surgery was performed approximately two months after the implantation of a partial knee arthroplasty. The available x-ray images show a collapse of the medial tibial hemiplateau, with subsequent displacement of the tibial tray. These radiographic findings are consistent with an insufficiency fracture of the tibial bone. Such a condition may be multifactorial in origin. Contributing factors may include weakening of the tibial bone related to standard surgical bone preparation, patient-specific bone quality, and mechanical loading during the early rehabilitation phase, including potentially incongruous movements. Based on the available information, no evidence of device malfunction or manufacturing defect has been identified. Root cause:based on the information available, the tibial component collapse was the result of an insufficiency fracture of the medial tibial hemiplateau potentially related to standard surgical bone preparation, and mechanical loading during early rehabilitation. No evidence suggests that any potential issue with the device caused or contributed to the event, and review of the device history does not indicate any manufacturing-related issue.

Event description:
At about 2 months after the primary, the patient reported pain associated with tibial component loosening. Radiographic evaluation revealed a fracture of the tibial medial compartment. Patient`s bone quality normal. It is likely that the fracture worsened due to the patient walking on the already fractured tibia while managing pain with medication. The surgeon converted the partial knee arthroplasty to a total knee arthroplasty, and the revision surgery was completed successfully.